Event description:
It is reported by the surgeon of the hospital, that the patient came in with pain. A broken gamma nail was found during radiologic. (B)(4).

Manufacturer narrative:
Evaluation revealed the received long nail kit r2.0, ti, right gamma3® ø11x400mm x 125° and the locking screw, fully threaded t2 tibia ø5x50 mm to be the primary products. The other implants reported were considered as concomitant products as they did not contribute to the event reported. Deficiency in material or manufacturing of the affected nail and locking screw returned were not found. Dimensional examination revealed no deviations in the relevant undamaged areas of the nail and locking screw. The affected items were documented as faultless prior to distribution. Thus, we excluded deviations in material and manufacturing. In the case presented a 94 year old female patient had been treated with a long gamma3 nail right (400 mm) on (B)(6) 2014 due to an alleged per-trochanteric fracture. After approximately 4.5 months the nail and the proximal of the distal locking screws broke. Nail: the received nail was completely broken in the webs of the proximal drill hole for the lag screw. According to the damage and the evidences of the breakage surfaces the nail broke initially in a fatigue manner after an implantation period of 4.5 months. Massive mechanical damage ¿ significant drill marks at the lateral edge as well as scuffed off coating inside the proximal drill hole of the posterior web - had been caused by the contact with a deviated step drill. Such damage may cause additional notch effects. In this case the drill marks had initially reached into the level of the incipient crack at lateral in the posterior web, creating the starting point of the nail breakage. The features of the breakage surfaces indicated that the breakage started at the lateral edge of the posterior web. In the following the fracture was running through the cross sections, then progressed by increasing tensional stresses through the posterior web from lateral to medial and finally ended in a residual fracture at medial. The breakage of the anterior web followed most likely with delay in a much quicker way with increased torsional and tensional load. Bearing points at the inferior edge of the proximal drill hole at medial as well as at the superior edge at lateral were found - transmitted by the lag screw. The appearance identified normal axial load application to the implants. Axial load may have contributed to the progress of the incipient crack at lateral. Load application had further contributed to seizing on the lag screw. Screw: the proximal of the distal locking screw received was completely broken. According to the damage and the evidences of the breakage surface, the screw broke in a fatigue fracture due to axial overload after an implantation period of approximately 4.5 months. The thread of the distal locking screw was considerably flattened locally, which indicated the bearing point caused by axial load application. Corresponding traces were found in the distal oblong and round hole of the nail. X-rays and bearing points at the distal drill holes revealed that the proximal of the distal screw holes (circular one) was locked statically, but the oblong hole was locked in the dynamic mode (¿secondary dynamization¿). Thus, in this case the (broken) proximal of distal screws had to bear the entire load. The affected implants are designed to withstand permanent normal loads during the implantation period, i.e., the implants must neither be exposed to peak loads nor to continuous stresses. General aspects: the broken nail (and screw) will be subject of a fatigue fracture if the stresses on the implant are too high or not considerably reduced during the period of implantation. The affected implant is designed to withstand the normal loads during the implantation period, i.e., the implant must neither be exposed to peak loads nor to continuous stresses. Another prerequisite for a successful supply is undisturbed, normal bone healing. This state must be achieved within a medically recognized period (confirmed by scientific analysis about 6 months) in such way, that the bone strength allows significantly increasing discharge of the time-fixed implant material. In case that such a situation does not occur, exceeding of the fatigue strength is to be expected and thus quite predictable complications. In this case a femur pseud-arthrosis had been diagnosed from the attending physician. The available information and the x-rays were forwarded to a hcp for review. His comments (in excerpts): ¿at a period of approx. 4 months after initial surgery there are no appreciable signs of callus formation and gaps at the fracture site are clearly visible, which definitely indicates a delayed union and an impending non-union. Furthermore, the displacement of the bone and nail fragments indicates that there was no sufficient support by direct bone-to-bone contact. Nearly all forces and bending moments have been transmitted solely by the nail for a period of approx. 4 months. Additionally, the gamma-nail has been greatly damaged during insertion by a deviated step drill causing significant weakening of the gamma-nail, which has been resulted in a fatigue breakage induced by a notching effect. In conclusion, the breakage of the gamma-nail has been caused by: an unstable fracture having a high tendency to delayed union or non-union, long term overloading in combination with a delayed union, an intraoperative iatrogenic damage of the affected gamma-nail resulting in significant weakening of the device. Based on the above the nail and screw breakage were not linked to a deficiency of the devices but were rather user and patient related (intra-operative damage of the nail by a deviated step drill resulting in significant weakening of the nail in the area of the lateral edge of the posterior web), contributed by a delayed union resulting in additional screw breakage. Intra-operatively implant damages and postoperative loads are listed as adverse effects in the IFU. If other adverse effects (like obesity or poor bone quality) did also contribute to the implant breakages could not be determined due to missing information. In case relevant clinical information should become available, we reserve the right to update the investigation and change the root cause. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the reported event for the subject product. No non-conformity was identified.

Event description:
It is reported by the surgeon of the hospital, that the patient came in with pain. A broken gamma nail was found during radiologic. Revision on (B)(6) 2015.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.